Event description:
The customer reported obtaining negative patient results for ion selective electrode sodium, potassium and chloride on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced the wash syringe and the sample syringe to resolve the issue. The fse performed alignment, priming, calibration, photocal and quality control, which all passed. The customer ran patient samples with passing results. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case-(B)(6).